Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device triggered elective replacement indicator (eri) and there was unexpected battery longevity. The patient's implantable pulse generator (ipg) indicated fifteen months remaining longevity at last follow up. The patient is reported to be pacemaker dependent and the device will be replaced. No patient complications have been reported as a result of this event.